Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump was experiencing unexpected battery power losses. The customer¿s blood glucose level was unknown at the time of the incident. The customer noted the device keeps telling her to change the battery, but it did not receive a low battery alarm. Customer noted the battery cap was not dropped, bumped, or exposed to moisture. Customer was advised to try new batteries, but it did not resolve the issue. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed low battery. The power management tool confirmed low battery was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected low battery alarms or replace battery now alarms noted during test. Insulin pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.